Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was an incident at the hospital resulting in death. The type of incident was not provided at the time of the report.

Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer, and was told that there was an alarm failure. The customer would not say which type of alarm failed. The customer indicated that the issue occurred on bed 2 between (B)(6) 2019 21:37 to (B)(6) 2019 00:42. The rce reviewed the log data for the time reported, and found multiple instances of ECG lead technical alarms being generated. At 21:38:52 a red desat was generated, which was acknowledged at the bedside monitor at 23:38:55. It was seen that the alarm was paused. The rce then found that spo2 / pulse monitoring was switched off at 21:43:01 at the bedside monitor. The rce noted that during the whole monitoring period, there were technical alarms regarding the ECG analysis / pulse monitoring. The alarms were reacted to by acknowledging them at the bedside monitor. However, the technical problems were not solved with the ECG; therefore, after switching off the spo2 monitoring there was no longer a functioning measurement for patient monitoring. At 00:42 the patient was discharged. There was no product malfunction; this is considered a user issue, as alarms did occur, and had been switched off, and reoccurring ECG/pulse technical alarms were not resolved. This information was provided to the customer. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. .